Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the surgeon was using the lcsc5, with hp052, for transection of the short gastric vessels. The last one to be divided was attached to the spleen. The instrument locked out. The instrument was cleaned, torqued again and still locked out. A clip applier was opened but surgeon couldn't get the right angle to use it. Almost had to convert to an open procedure to control bleeding (blood loss).